Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent total hip arthroplasty where a summit stem with a pinnacle sector cup with an ultimate metal liner was used. The surgeon who revised this hip couldn¿t recall how long ago the patient had his original surgery. Both the stem and cup were well fixed. The surgeon removed the liner and replaced it with a neutral altrx liner and a ts ceramic head. The surgeon stated pt had developed elevated metal ion count. Doi: 2014, dor: (B)(6) 2021, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
Questions: a. Can you please confirm if the patient had a previous revision that involves depuy products? If yes, please provide product details, or if it was previously reported kindly provide a complaint number. B. We are required to enter the femoral stem information when high ions are alleged even if the stem was not revised. Can you please provide the product/lot details for the stem? Answer: this patient underwent revision surgery on (B)(6) 2021 for the same reason on his right side MDR (B)(4). This MDR referenced mistakenly references the right side again but should of been marked left side. No information was gathered on the stem or cup. There was no patient harm and dr pulido declined to give any additional information. MDR (B)(4) captured in (B)(4) as patient developed a pseudo tumor in his hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.